Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse performed a total service call. The cse found a kink in the reagent probe tubing and replaced the reagent probe. The cse ran multiple replicates of multi diluent 11, with acceptable results. The cse calibrated the probes, and quality controls were within range. The cause of the discordant, falsely elevated tni-ultra result was due to a kink in the reagent probe. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The sample was re-poured and repeated twice on an alternate advia centaur cp instrument and once on the original instrument, resulting lower on all repeats. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.